Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging there was moisture ingress present in the battery compartment of their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was corrosion observed inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the bumper pad.